Manufacturer narrative:
(B)(4). Per DHR the product hemolok xl clips 3/cart 42/box lot# 73d1800195 was manufactured on 04/08/2018 a total of 19,824 pieces. Lot was released on 04/20/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 544253 hemolok xl clips 3/cart 42/box for investigation. The cartridge was returned without the packaging. The returned sample was visually examined with and without magnification. Visual examination revealed that the returned sample appears typical. All 3 clips were still in the cartridge. No damages or anomalies were observed. Since the packaging was not returned, the complaint issue could not be confirmed. The reported complaint of "sterile package unsealed" was not confirmed based upon the sample received. The sample was returned without its packaging. Therefore, it could not be determined whether or not the package was sealed completely. A device history record review was performed on the device with no evidence to suggest a manufacturing related issue. The root cause of this complaint could not be determined.

Event description:
It was reported that the head nurse found a sterile package unsealed during incoming inspection.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the head nurse found a sterile package unsealed during incoming inspection.